Event description:
The customer contacted heartsine to report that their device would not read patient's rhythm. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
The customer's device was not returned to heartsine for evaluation. A cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report that their device would not read patient's rhythm. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d1,d2a and d4 have been corrected. The device was returned to heartsine for evaluation. Heartsine evaluated the customer's device and observed corrosion on the pogo-pins with the sternum pogo-pin stuck in the retracted position. Additionally, corrosion was observed on the +ve and sternum pogo-pins. The corrosion observed on the failed pogo-pins, alongside corrosion on the screws would indicate the device was stored outside of the indicated conditions. The cause of the reported issue was traced to environment. The customer received a replacement device and the customer device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that their device would not read patient's rhythm. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.